Manufacturer narrative:
One cadd administration set was returned for evaluation in relation to the reported event. The returned sample was received in decontaminated conditions inside a plastic bag without its original packaging. Visual inspection of the device noted that the rra product does not contain the blue clip, no damage or other discrepancies were observed in the sample. Functional testing of the device was unable to confirm or replicate the reported event. Root cause cannot be determined since the complaint was not confirmed due to the sample testing was successfully passed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the client had an air-in-line alarm during infusion. The line was disconnected from client. An attempt to prime the air out of the line was unsuccessful as there were still bubbles visible in the line. The antibiotic infusion and line were disconnected and wasted, and a new medication and line were set up to continue the infusion. There was no patient injury reported.

Event description:
It was reported that the client had an air-in-line alarm during infusion. The line was disconnected from client. An attempt to prime the air out of the line was unsuccessful as there were still bubbles visible in the line. The antibiotic infusion and line were disconnected and wasted, and a new medication and line were set up to continue the infusion. There was no patient injury reported.

Manufacturer narrative:
One cadd administration set was returned for evaluation in relation to the reported event. The returned sample was received in decontaminated conditions inside a plastic bag without its original packaging. Visual inspection of the device noted that the rra product does not contain the blue clip, no damage or other discrepancies were observed in the sample. Functional testing of the device was unable to confirm or replicate the reported event. Root cause cannot be determined since the complaint was not confirmed due to the sample testing was successfully passed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).